Event description:
On (B)(6) 2009, a medtronic sales rep reported that dr. (B)(6) used the product on 3 pts at (B)(6) hospital. Two of the pts (both female) had pain postoperatively. The post-op events happened first week of (B)(6) 2009. The first pt had "obstructive sinusitis from the remaining c-pak" at her 1 week post-op visit. This pt was treated with steroids, and dr. (B)(6) was able to remove most of the remaining product. He stated that she still has some remaining in her posterior ethmoids and frontal recess that he hopes he can remove in the office next week. All c-pak was removed and pt is fine. The second pt may or may not have been 100% compliant with irrigation. Dr. (B)(6) said that the product "turned into a rock" in the pt's nasal cavity 1 week post-op, and he was not able to remove it in the office. He had to take this pt back into surgery for removal. No product is remaining in this pt, and she is doing fine. Dr. (B)(6) stated that the remaining c-pak was causing "obstructive sinusitis". If it remained, the pt probably would not have healed and symptoms would have persisted due to inflammation in response to the foreign body. Note: this MDR is for case one of the first pt. Case two for the second pt is reported in a separate MDR.

Manufacturer narrative:
It was reported that the doctor used c-pack on the pt, (fess case) and the pt complained of pain post-op. In terms of irrigation, the doctor has his pt irrigate 4-6 times/day starting day 1 post-op. The doctor stated that the pt had "obstructive sinusitis from the remaining c-pak" at her 1 week post-op visit. The doctor had to go back in and remove the remaining c-pak product. If it remained, the pt probably would not have healed and symptoms would have persisted due to inflammation in response to the foreign body. The doctor stated that the pt is doing fine. No product sample returned for eval. The lot number of the product was not known; therefore a review of the mfg records was not possible as no lot number was provided. The c-pak# cmc dissolvable nasal dressing is a sterile nasal dressing and sinus stent composed of crosslinked cmc (carboxy methyl cellulose) material; it is provided in a plastic pouch in a powder form and is hydrated into a gel immediately prior to use. The gel is eliminated #14 days with adequate hydration, or it may be suctioned or irrigated from the cavity earlier at the discretion of the physician. The c-pak# is intended for use in pts undergoing nasal/sinus surgery as a space occupying stent to separate and prevent adhesions between mucosal surfaces during mesothelial cell regeneration in the nasal cavity; to help control minimal bleeding following surgery or nasal trauma by tamponade effect, blood absorption and platelet aggregation; and to help prevent lateralization of the middle turbinate during the post operative period. It is recommended that c-pak# be used immediately after opening of the # the packaging; discard any unused portion of the device. Foreign body reaction may occur as with most surgical adjuvant # treatments. The powder must be completely hydrated with sterile 0.9% sodium # chloride (saline), prior to placement in the nasal cavity, to ensure elimination upon visible observation in 14 days. Inadequate hydration can lengthen elimination time. Any residual gel that has not dissolved or left the surgical site through # normal outflow passages may be easily removed through gentle suction or irrigation.